Event description:
It was reported by the nurse that the pt was taken to surgery for removal of a leaking tesio catheter. However, it fragmented in two. The catheter was broken where it takes a 180 degree turn out of the neck and headed toward the clavicle.